Manufacturer narrative:
Insulin pump passed the displacement, rewind, self, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. Drive support disk was inspected and no anomaly was noted. Insulin pump had a stripped battery cap at coin slot. No cosmetic damage noted on case.

Event description:
Customer reported that the drive support cap on the insulin pump appears to be flush. Customer also reported experiencing high blood glucose readings. Customer's current blood glucose reading is 216 mg/dl. Customer stated that her normal blood glucose range is from 100 mg/dl to 140 mg/dl. The customer reported symptoms of nausea, urination, and dizziness. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.